Manufacturer narrative:
The ge service representative conducted an onsite investigation. The real time operating system board, the cine bridge, and the cine drive were replaced. The system was tested and operates as intended.

Event description:
The customer reported that the system would not boot up. No patient injury was reported.